Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that on (B)(6) 2015 a hole was noticed in the skin at the exit site. The staff can see a 0.5 cm of flesh that is not covered by skin at the site. Because of the hole, the catheter is removed and replaced on (B)(6) 2015.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
The complaint sample was not returned to the manufacturing site for review. The manufacturing lot number associated with this complaint was not provided. Without the lot number, a DHR review could not be performed. All DHR are reviewed for accuracy prior to product release. Since the sample was not returned for evaluation, there is no enough evidence to confirm a root cause for this issue. However the following potential root causes were identified: too little glue used, inattention, user misuse, malfunction, inspection not performed, and/or defective material. Should the sample be returned in the future, this complaint will be re-opened for further investigation. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Based on the above information, corrective actions are not required at this time. This complaint will be used for tracking and trending purposes.